Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 410 mg/dl at the time of incident and the other blood glucose were 228 mg/dl and 221 mg/dl. Customer treated with insulin pump and manual injection. The customer experienced symptoms such as vomiting and difficulty in breathing. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they did not allege insulin pump was under delivering. The customer did displacement and self-test and the insulin pump passed. The insulin pump will not be returned for analysis.